Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. If additional information is received at a later, this report will be reviewed accordingly.

Event description:
Olympus received a voluntary medwatch reporting that during a transurethral resection of the bladder tumor (turbt) procedure, the distal tip of the resectoscope broke off inside the patient's bladder. The surgeon retrieved the broken tip through the perineal urethrostomy cystoscope. There was no patient injury reported. No additional information was provided.